Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included foot pain, anxiety, multiparous, depressed mood, pelvic adhesions and stress incontinence. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain (abdominal)") and heavy menstrual bleeding ("menorrhagia(heavy menstrual bleeding)"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy, no oophorectomy with davinci). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and heavy menstrual bleeding had resolved. The reporter considered abdominal pain, dysmenorrhoea, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain and bleeding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included foot pain, anxiety, multiparous, depressed mood, pelvic adhesions and stress incontinence. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain (abdominal)") and heavy menstrual bleeding ("menorrhagia(heavy menstrual bleeding)"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy, no oophorectomy with davinci). Essure was removed on 12-dec-2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and heavy menstrual bleeding had resolved. The reporter considered abdominal pain, dysmenorrhoea, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain and bleeding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received. Reporter information, patient medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain (abdominal)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain and bleeding. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Event "injury" nos was replaced with the new events: pain: dysmenorrhea (cramping), pelvic/abdominal), bleeding: menorrhagia (heavy menstrual bleeding), plaintiff did not undergo confirmation test. Event outcome was updated for the events: dysmenorrhea, pelvic pain, abdominal pain, menorrhagia. Case became incident. Reporter's information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.